Manufacturer narrative:
Examination of the returned item confirms the reported event of tip breakage. Previous similar reports have been received for this product code and failure. The previous evaluations, including investigation by the manufacturing supplier and a depuy material scientist has not identified manufacturing or material error. Consultation with depuy engineering has determined that a levering motion and impacting when off center by the customer may be a contributing factor. This should not occur or be required if used properly. In response to customer complaints of tip breakage for std straight stem insert shaft instrumentation, a design review was initiated. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. In 2011 the complaint rate had remained steady for the devices based on increased usage (higher volume of sales for trilock bps and corail amt) and was not exhibiting a trend or higher patient risk. The risk was considered alarp (as low as reasonably possible). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When trilock stem was being inserted with modular short, straight stem inserter, the knob on the end of the inserter broke off in lateral shoulder of the stem. Piece remained wedged in stem insertion slot.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).